Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was surgically abandoned due to high out of range pacing impedance measurements greater than 2000 ohms. A new rv lead was successfully placed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. The lead was severed 422 millimeters (mm) from the terminal pin and only the proximal segment of the lead was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately seven years later this lead was explanted and returned for analysis. No additional allegations were received.